Event description:
It was reported that during a ptca treatment procedure, the nc monorial 9/2.75 mm balloon ruptured at 20 atms on the initial inflation. The lesion being treated was a 100% stenotic sat lesion in a rpeviously placed lekton 2.5/13 mm stent in the left anterior descending (lad) coronary artery. The physician used a cordis introducer sheath for femoral vascular access and a guidant bmw guidewire and a 6f medtronic jr4 guide catheter to cross the lesion. A voyager 2.0/15 mm balloon was used to dilate lesions found in the lad and 1st diagonal branch (1st diag) coronary arteries. A taxus 2.25/24 mm stent was unable to cross the previously placed lekton stent, so a quantum 2.5 mm balloon was used to further dilate the lesion. The taxus stent was again unable to cross. A n/c monorail 2.75/9 mm was inflated to 20 atms [rbp=18 atms] at the proximal end of the stent. Following deflation, the balloon would not withdraw from the stent. Considerable force was required to withdraw the balloon and subsequently a mid-shaft separation occurred. Leaving the balloon in the artery. A snare device was unscessfully used in an to attempt to remove the balloon. The pt was taken to emergency CABG surgery to have the balloon removed. Current pt status is reported as 'good'.